Event description:
It was reported to boston scientific corporation that a truetome 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician tried to cut the papilla of vater, the cutting wire would not cut. A boston scientific active cord was used in this procedure. The procedure was completed with a different truetome and the same bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown; however, the patient was reported to be under the age of 18. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found the working length was twisted, mainly in the tip area, most likely due to procedural factors. The exposed cutting wire presented no issues. The functional evaluation found that the device functioned as intended and met specification. A resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician tried to cut the papilla of vater, the cutting wire would not cut. A boston scientific active cord was used in this procedure. The procedure was completed with a different truetome and the same bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.